Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator shows a red x and emits a beep. There was no adverse patient impact reported.

Manufacturer narrative:
The power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power pca. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.